Manufacturer narrative:
No additional information was provided. No root cause was determined for the leaking with the information supplied.

Event description:
A customer reported to beckman coulter inc. (Bci) that they received one dxi wash buffer ii cubetainer that leaked. The one leaking cubetainer affected the other eleven boxes of wash buffer ii on the palette. No injury has been reported in connection with this event.